Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4). B2: adverse event report is being submitted due to customer seeking medical attention meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer¿s expected fasting blood glucose test result is 180 mg/dl. The customer stated she went to the ER two weeks ago; customer stated she was having symptoms, so she went to the hospital. Customer stated that the hospital meter also gave hi blood result. The diagnosis was high blood glucose and customer was given insulin to bring her blood glucose down. Customer was unable to provide lot information for the test strips she was using at the time. During the call, a back to back blood test was not performed by the customer. The meter memory was not reviewed for previous test result history.